Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report. The device was missing from the kit; no device to evaluate.

Event description:
It has been reported that when opening the variax hand kit number plate tvarxm28 / ivarxm28 in the operating room, with the patient anesthetized, they noticed that the two screwdriver blades (ref:62-17333 and 62-23333) were missing from the kit. Faced with the impossibility of placing the plate and screws, the operating surgeon was forced to synthesize the fracture using kirschner wires and sutures.